Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reports that during the surgery of a (B)(6) old patient with complicated medical history (heart failure, renal failure, high blood pressure and diabetes type ii) for fracture of the left femoral neck, after hip prothesis pose and cement sealing of the stem on the cap, the patient presented 15 minutes later an hemodynamic instability with hypocapnie and then a cardiac arrest. Update (B)(6) 2017 records reviewed. It was noted that the femoral neck fracture being treated during this event related procedure was not a result of a depuy product as far as can be determined from existing information. If further information is provided to suggest otherwise, this complaint may be revised.

Manufacturer narrative:
The investigation could not verify any product contribution to the reported event with the information provided, and could not identify a root cause for this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.